Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided to date after calls to end user 10/22/2025 and 10/27/2025. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged excessive pressure during a case. There was no patient injury.